Event description:
Successfully fired 2 ralc45s for proximal and distal staple lines. Inserted cs33 to create anastomosis. Firing completed with no evidence of a problem. Colon insufflated and air leak detected. Proximal doughnut complete but distal doughnut found to be only 50-60% complete.